Event description:
Additional information was received on (B)(6) 2013 whereby customer indicated that the reported incident occurred at the patient¿s residence. Crew arrived on the scene at 5:37 pm. On arrival, after the crew entered the patient¿s residence, patient was found in the bathroom pulseless and unresponsive. Patient was sitting on the toilet supported by family members as they tried to hold patient¿s airway open. Manual CPR was immediately initiated. The patient was then placed on the stretcher and platform was powered on. No details concerning the malfunction of the autopulse were provided in the patient report. The patient was transported by an ambulance to the hospital that it was 7 miles from the incident. Ambulance arrived at the hospital at approximately 6:06 pm. Manual CPR was performed for the entire duration of crew¿s arrival at the residence to arrival at the hospital. Rosc was never achieved. Customer could not provide any additional details regarding events that may have occurred at the hospital. Exact date of death was (B)(6) 2013. Cause of death is unknown. No autopsy was performed.

Event description:
It was reported that during patient use, the autopulse resuscitation system performed 3 to 4 compressions, stopped and displayed a "replace battery" message. The battery was switched to a fully charged spare and the same message was observed. Customer indicated that battery utilized in this incident is approximately 2 years old and proper battery management is being performed. Customer reverted to manual CPR. Additional information was received on (B)(6) 2013, whereby customer indicated that they were unable to clear the message displayed on the platform and rebooting the system did not resolve the experienced issue. The lifeband was removed from the patient and manual CPR was performed as the device was not functional. Patient expired. Customer stated that since this incident, the device has been rebooted and appears to be working fine. No additional information was provided, however manufacturer has requested additional details concerning sequence of events surrounding outcome of the patient.

Manufacturer narrative:
Product in complaint will not be returned. Therefore, physical investigation cannot be performed. A supplemental report will be filed if the product in complaint is returned and investigation is completed.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to the manufacturer for analysis. Visual inspection of the returned platform showed that both patient head restraint brackets were cracked. The physical damage found during visual inspection is not related to the reported event that the platform displayed a "change battery" message. The damage appears to have been caused by normal wear and tear (autopulse manufactured in 09/2004). A review of the archive could not be performed because the archive data was corrupted, therefore the data could not be retrieved for the reported event date of (B)(6) 2013. Functional testing was performed and the reported issue that the platform displayed a "change battery" message could not be reproduced. The platform was subjected to the run-in test with the 95% patient test fixture for several hours and no faults or errors were observed. Furthermore, the load cell characterization testing was performed which indicated that the load cells were reporting properly. All parameters for the platform met the manufacturer's specifications and passed all testing criteria. Based on the investigation the part identified for replacement was both head restraint brackets. In summary, the reported complaint that the platform displayed a "change battery" message could not be confirmed as the archive data was corrupted and the failure could not be reproduced during functional testing. The physical damage found during visual inspection is unrelated to the reported complaint. Customer could not provide any additional details regarding events that may have occurred at the hospital. It is unknown if the patient's death was attributed to the autopulse since the cause of death is unknown and no autopsy was performed.